Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported by a surgical technician that at a convention, the customer's meter did not give her the warning that her blood glucose went low from 100 mg/dl to 40 mg/dl in 10 minutes. Customer was not asked if she was hospitalized. Customer complemented the pump and would recommend it for anyone.